Manufacturer narrative:
The reported ia-2000s "tip melted during use" was unable to be confirmed. To date, the device has not been returned to conmed for evaluation. The facility reported this incident as a verbal complaint; therefore, conmed is not expecting the product to be returned. Due to the device not being available, a root cause cannot be determined. Should additional information be collected, a supplemental report will be filed accordingly. A complaint history review revealed a total of (B)(4) similar complaints involving (B)(4) devices have been received in the past two years. (B)(4). A manufacturing review was conducted to assure devices were produced and shipped with quality. The device history record revealed no abnormalities that would contribute to this issue. A lot history review did not note any additional complaints against the lot. The instructions for use advise the user of the following. Do not use the ablator with a metal cannula. Non-conductive cannulae are recommended. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object. Localized heating of the electrode and the adjacent metal object may result in product damage or patient/personal injury. This incident type will continue to be monitored through the complaint system to assure patient and user safety.

Event description:
The user facility reported the ia-2000-s lightwave suction ablator tip melted during surgery. It was reported as a verbal complaint; therefore, the device will not be returned for evaluation. Despite several attempts to contact the user facility, additional patient/event information has not been made available to date. The report is raised on the basis of a device malfunction with potential for injury with recurrence.